Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 19326149/19326149.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patients lead had migrated. The patient underwent procedure wherein the lead and the lead extensions were replaced, and that the patient was doing well postoperatively. The explanted device components were discarded by the medical facility and will not be returned.